Manufacturer narrative:
This report is for one (1) unknown exfix. Part and lot number is unknown. Without the valid part and lot number, the UDI is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred on (B)(6)2017 due to a pin site infection of an external fixator. The original surgery occurred (B)(6) 2017 for a proximal tibia fracture repair. The pins are noted as being placed though the femur area. It is unknown when the infection was diagnosed. The infection sites were drained and new pins inserted. There was no surgical delay during the revision and no further harm to the patient. There was no device malfunction noted. The patient was reported as stable. This report is for one (1) unknown exfix. This is report 1 of 1 for complaint (B)(4).